Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381912 and lot number 5017280 and 4091430. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard winged needle slow to retract. The following information was provided by the initial reporter: it was noted that the user experienced difficulty operating the mechanism of the item when pressing the button. Additionally, a delay in needle encapsulation was observed, this is considered as manufacturing defect. Impact to patient, hcp, user or other? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.